Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the probable cause has been identified as component failure ¿ specifically, a broken electrical/electronic component. This failure is consistent with an expected or random component failure, with no design or manufacturing deficiencies identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During device evaluation, a black image was observed on the videoscope. No patients were involved.